Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the home was invalidated and rehomed to restore functionality. The representative then ensured the dingus alignment screws were properly tightened. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door of the imaging system would not open completely. Re-homing the system reportedly restored functionality. There was no patient present when this issue was identified. No additional information was provided.